Event description:
Additional information was received stating that the customer refused to return the devices.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID: 97745 (serial: (B)(6)); product type: 0201-programmer patient. Section d references the main component of the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient (pt) reported that charging the implanted neurostimulator (ins) had not been successful starting about 2 weeks prior to the report. They explained that the despite charging for 5-6 hours the ins did not fully charge. The pt confirmed they did see "very good" displayed, but it disappeared immediately. The pt also reported the recharger cord was becoming hotter than it had before, and the green light on the controller blinked "and then fell", but the remaining battery level was not displayed as 30%. The pt was told the sales rep would be notified of the issue and would be reaching out to the pt to further assist. No symptoms reported.

Manufacturer narrative:
H6 codes belong to the recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that it was clarified that the green light on the controller was blinking and "then fell" meant the green light above the controller switches from flashing to light during charging. The cause of the ins not fully charging and loss of telemetry/recharge quality was a recharger fracture. The recharger was replaced with a new one and the issue was resolved. There were no problems with the controller.